Event description:
Received notice of litigation from corporate counsel. Complaint alleges pt underwent a laparoscopic gastric bypass procedure in 2000 and required two subsequent surgical procedures in 08/00 and 09/00. The product codes referenced in the reports are representative of products not manufactured by ees. During the reoperation of 08/2000, it is noted the staple line of the distal stomach "seemed to have disrupted totally". This area was closed with 2 layers of 2-0 prolene. Also, the area of the roux-en-y jejunostomy" seemed to have disrupted along it's anterior staple line. Two gia 75's were used to revise the jejunojejunostomy and the new anastomosis was completed by the application of ta60". According to the op report of 09/00 these repairs came undone and were repaired with 2 layers of 4-0 prolene.